Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of peritoneal dialysis therapy. The technical service representative (tsr) explained to the home patient (hp) that air had entered the set-up and they needed to start over with new supplies. The tsr attempted to go through the troubleshooting with the hp, but they refused to answer any questions. The hp stated that they were not going to be starting over with new supplies and instead the tsr instructed to use the manual supplies. The hp also declined to continue talking to the tsr when they were attempting to assist with completing the end of therapy early procedure. There was no patient injury or medical intervention associated with this event. No additional information is available.